Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead . Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that they had a lead revision on (B)(6) 2014 due to lead movement that occurred in 2013 or 2014. No further complications were reported/expected.